Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification. External inspection found cosmetic wear and a slight dent in the rear fin. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition. Bipolar could not be keyed from the hand piece. The investigation identified the cause of the reported event to be bent fuse clips. The fuse clips were straightened to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section, the device were buzzing the hemostat resulted in a second degree burn (0.5cm size) and shocked on the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device were buzzing the hemostat resulted in burns and shocked on the surgeon.